Manufacturer narrative:
UDI: (B)(4). Investigation summary: the complaint device was received at the service center and evaluated. It was reported that wireless pedals will not pair. Per service manual operational and diagnostic, this complaint can be confirmed. It was found during evaluation that the wireless footswitch would not pair with the controller and the battery tray assembly was corroded. Further, minor scratches were identified with the device upon decontamination. The battery tray assembly was replaced to address pairing issues. After repair, the device was found to be working according to the specifications. The minor scratches on the device is most likely a result of user mishandling, probably during transport or storage of the device. Fluid ingress into the device is the root cause of the corrosion of the battery tray assembly which would have caused the customer to experience the pairing issue. There are no indications from this complaint investigation that the failures are manufacturing-related, therefore a manufacturing record evaluation is not required. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the sales rep that the vapr vue wireless footswitch device would not pair. During in-house engineering evaluation, it was determined that the battery tray assembly on the device was corroded. There was no procedure nor patient involvement was reported. No additional information was provided.